Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The fa lab was not able to duplicate the original complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the top 1/4 of the screen is blurry when the avea ventilator is running and when first powered up. After 30 minutes it starts to move down through the screen. It is unknown whether there was any patient involvement. This information has been requested from the customer.